Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The returned device was attached to an encore inflation unit and subjected to positive pressure; a balloon pinhole leak was identified 10mm proximal to the proximal edge of the distal markerband. The markerbands, balloon material and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on april 26, 2017. It was reported that balloon leak occurred. The target lesion was located in an atrioventricular shunt. A 3.0-40, 80 wanda¿ balloon catheter was advanced for dilatation. However, it was noted that the balloon was leaking. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a balloon pinhole.